Manufacturer narrative:
No further follow up is planned. Evaluation summary a female patient reported that the injection button of her humapen ergo ii device could not be pushed down. She experienced increased blood glucose levels. The device was not returned to the manufacturer for investigation (batch number 1112d02, manufactured december 2011). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review of this batch did not identify any atypical findings with regard to pen jammed. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability there is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a health care professional(hcp), concerned a (B)(6) (at the time of the initial report) asian female patient. Medical history included hypertension, optic neuropathy, arrhythmia and allergic to penicillin. Concomitant medications insulin glargine and acarbose used for unknown indication. The patient received human insulin (rdna origin) regular (humulin r 100 units/ml, cartridge), via a reusable pen (humapen ergo ii), 10 u in morning, 8 u in afternoon and 6 u in evening (three times a day), subcutaneously, for the treatment of diabetes, beginning on an unknown date of 2014. On 13-may-2017, she was hospitalized due to high blood sugar(values, reference ranges and units (B)(6) were not reported). Reportedly, the injection button of the humapen ergo ii could not be pushed down and the soft touch was debonded (B)(4)/ lot number 1112d02). She was not discharged until (B)(6) 2017. The case was considered serious due to hospitalization needed for high blood glucose. Corrective treatment was not reported. Outcome of event was unknown. The human insulin (rdna origin) was continued. The operator of the humapen ergo ii and his/her training status was not reported. The model humapen ergo ii duration of use was not reported but started on an unknown date of 2014. The reported humapen ergo ii duration of use was not reported. The device was not returned to the manufacturer. The reporting hcp did not know the relatedness assessment between event and human insulin and humapen ergo ii. Follow up would not possible as reporter refused to accept follow up. Update 30-may-2017: additional information received on 22-may-2016 from global product complaint database. Updated the lot number from unknown to 1112d02 for product complaint (B)(4) which was processed accordingly. Updated narrative with new information.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A report will be submitted when the final evaluation has been completed.

Event description:
(B)(4). This spontaneous case, reported by a health care professional(hcp), concerned a (B)(6) (at the time of the initial report) (B)(6) female patient. Medical history included hypertension, optic neuropathy, arrhythmia and allergic to penicillin. Concomitant medications insulin glargine and acarbose used for unknown indication. The patient received human insulin (rdna origin) regular (humulin r 100 units/ml, cartridge), via a reusable pen (humapen ergo ii), 10 u in morning, 8 u in afternoon and 6 u in evening (three times a day), subcutaneously, for the treatment of diabetes, beginning on an unknown date of 2014. On (B)(6) 2017, she was hospitalized due to high blood sugar(values, reference ranges and units were not reported) ((B)(4) / lot number 1112d02). She was not discharged until (B)(6) 2017. The case was considered serious due to hospitalization needed for high blood glucose. Corrective treatment was not reported. Outcome of event was unknown. The human insulin (rdna origin) was continued. The operator of the humapen ergo ii and his/her training status was not reported. The model humapen ergo ii duration of use was not reported but started on an unknown date of 2014. The reported humapen ergo ii duration of use was not reported. The action taken with humapen ergo ii was not reported. . If device was returned, evaluation would be performed to determine if a malfunction had occurred. The reporting hcp did not know the relatedness assessment between event and human insulin and humapen ergo ii. Follow up would not possible as reporter refused to accept follow up. Update 30-may-2017: additional information received on 22-may-2016 from global product complaint database. Updated the lot number from unknown to 1112d02 for (B)(4). Which was processed accordingly. Updated narrative with new information. Update 13jun2017: updated medwatch and european and canadian (EU/ca) fields.